Event description:
It was reported that the customer experienced elevated blood glucose levels, and was hospitalized on (B)(6) 2015 due to blood glucose levels reaching 500 mg/dl with moderate ketones. Customer was treated through intravenous insulin and fluids, and released from the hospital on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check. The customer is 7 years old and reportedly manipulates the pump at times.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).